Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk), the pt device was unable to obtain an ECG signal via mfc cable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.